Event description:
Healthcare professional reported rupture. Healthcare professional later reported seroma-late. Device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported seroma-late. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Continued: h.6. F2203. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported seroma-late. Device has been explanted. This relates to the right side.